Event description:
Boston scientific has become aware of the following event: the 99% stenosed and calcified lesion in lad proximal was dilatated with 1.5x1.0 bc. The ivus catheter was advanced, but unable to cross the lesion. The catheter was stuck with the gw (athlete) and the delivery system was withdrawn all together.

Manufacturer narrative:
The technical evaluation will be performed when the device is returned to manufacturer. The results of the evaluation will be provided in the supplemental report.